Event description:
It was reported that while 2 staff members were assisting a patient in the totalcare bariatric bed, the end part of the bed collapsed, injuring them. This evaluation is for staff member #1. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that while 2 staff members were assisting a patient in the totalcare bariatric bed, the end part of the bed collapsed, injuring them. The patient ended up at a 45 degrees angle but was not injured. Specific details of the injuries sustained by the 2 staff members and eventual medical and/or surgical interventions performed could not be provided by the facility's occupational medicine department due to hipaa regulations. However, it was noted that one staff member was transferred to the emergency room for treatment, and the other is being followed by their primary care physician (pcp). Both remain out of work with no return to work planned in the near future due to the reported injuries. This evaluation is for staff member #1, who was transferred to ER for treatment. The totalcare® bariatric bed or totalcare® bariatric plus therapy system is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The totalcare® bariatric bed or totalcare® bariatric plus therapy system is intended to provide a patient support to be used in health care environments. The totalcare® bariatric bed or totalcare® bariatric plus therapy system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acute sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The bed's user manual states: "caution: do not stand or sit on the footboard. Damage to equipment may occur. Warning: do not use the product outside the recommended patient characteristics. Patient injury or equipment damage could occur. Warning: do not use the product outside the recommended safe working load. Patient injury or equipment damage could occur." The totalcare bariatric service manual states: "the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear." In relation to the bed's foot end, the service manual also states: "inspect all surfaces for damage and missing parts. Inspect the footboard for physical damage and missing parts. Wipe down the footboard with a facility-approved disinfectant." The bed was removed from service and inspected by a hillrom technician, who noted that the foot hilow weldment had broken. Preventative maintenance was noted to have been performed on (B)(6) 2023. In this event, it is unknown if the reported injury resulted in a permanent impairment of a body function or permanent damage to a body structure as specific details of the injuries sustained by the staff member were not provided, however, based on the report that he/she was transferred under the care of his/her pcp, and has not yet returned to work 1 month after the event, it cannot be excluded that a medical and/or surgical intervention was performed to preclude permanent impairment of body function or permanent damage to a body structure, concluding that a serious injury has likely occurred. Additionally, the exact cause of the reported event (collapse of the foot hilow weldment) is undetermined as the exact sequence of events, and patient weight has not been shared, however, in the event device misuse contributed to the incident, prevention of this type of events is outlined in the device user manual.